Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip/cap was damaged and detached at 77,000 joules of use and 10 minutes. The case was completed using an alternate procedure (turp). Patient outcome: "no damage to the patient".